Event description:
Have been using medtronic 670g closed loop insulin pump and guardian 3 sensor. I had been using this for over a year now and it is not safe. The numbers are always significantly off regardless of calibration. Since switching to this pump from their older model my a1c has sky rocketed, lows and highs are inconsistent with readings. I normally check my blood sugar 3-5 times a day but with this pump / system, it required finger a lots at least 7-10 times a day just to have some what reasonable readings. I have called medtronic numerous times and reported this issue that is adversely affecting my health and told to deal with it and that they know the system has significantly issues. Example today is I tested my blood sugar when waking up and it was 95 then proceeded to insert new sensor. Without consuming anything to cause in influx in my blood and allowing it to "warm up" was notified 2 hours later it was ready for calibration, I calibrated it with a blood sugar of a 100 and it refused to accept it. I recalibrated it again with a blood sugar of 97 after 30 mins and it accepted it. Within 90 mins, my pump was alerting me my blood sugar was in the 50's then 40's. I checked my blood sugar and it was 110. I recalibrated the pump; and it accepted the calibration. Within 15 mins it again was telling me that my blood sugar was crashing to low 40's. I called medtronic and elaborated on this issue again and was told to simply change the sensor. This is their answer to every issue with this pump and sensor "just change it" and with the skyrocketing cost of these items, and lack of due diligence I am concerned that not only are their sensors faulty but their pumps are faulty and will result in death or hospitalization. This has been an ongoing issue with this pump and 2 transmitters for over a year without any resolution. FDA safety report ID# (B)(4).